Event description:
Olympus medical systems corp. (Omsc) was informed during an endoscopic retrograde cholangiopancreatography (ercp) tissue was found inside the distal tip of the single use distal cover at the end of the case. No medical or surgical intervention was required as a result of this occurrence. The patient was discharged home post-procedure as planned. This is related to patient identifier c20685467 which was reported under MFR report number 8010047-2021-03857.

Manufacturer narrative:
As the actual product was not returned for evaluation, olympus performed a reproduction check using a test scope with a distal cover attached and pig organ. Removal of the test scope from the pig organ was experimented under two parameters "distal cover with/without slight crack" and "suction activated/not activated to remove the scope". The test result shows that tissue is embedded in the distal cover after the scope is removed with suction activated, which is observed regardless of "distal cover with/without slight crack". More tissue is embedded when small crack is present on the distal cover and suction is activated during removal. This could cause more severe damage to tissue. When there is no crack on the distal cover and suction is not activated, no tissue is embedded in the distal cover. The root cause of the user's report cannot be conclusively determined but the most likely causes for the reported phenomenon (tissue caught in the distal cap) are as follows: 1) if suction is activated or the distal end of the scope is pushed against the mucous while removing the scope, gap(space) can develop between forceps elevator and forceps channel, and between forceps elevator and the distal cover. Mucous can be trapped in the gap and damaged by the edge of the distal cover. It could lead to tissue injury, and tissue being embedded in the distal cover. 2) the mucous membrane is maintained in the sucked state for several seconds even after the suction operation is stopped, and the suction operation is not performed during the removal. Even if the tip cover is not cracked, mucosal damage can occur if the scope is removed immediately after the suction operation is stopped. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Investigation activities have been opened to manage actions related to this report and any required MDR reporting.